Event description:
It was reported that, "surgeon put in 52 cup with a couple of screws. Insert would not engage, explanted it. Put the 54 cup in with two screws. New insert wouldn't engage. Took that insert out, and recognized there was a fracture on the acetabular floor. At that point put 54 tritanium revision shell and put a liner it and got it aligned and stay in with that cup."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report. This is the same pt/event as MFR # 2249697-2009-00862.